Event description:
Pt underwent percardiocentesis on 7/31/97. Pericardial catheter left in place to drain every 4-6 hrs. Straw colored fluid noted until 8/1/97, when bloody fluid noted. Hct declined. Pt taken to or where 2mm puncture of right ventricle found and sutured.